Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the burn at the distal end, the cause was due to high-energy instruments, such as high-frequency devices, used without maintaining sufficient distance from the tip. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn at the distal end. There was no patient involvement.